Event description:
A consumer reported eye "jittering", not able to see as clearly as before surgery, decreased night vision, bad headaches, and swelling around eyes following bilateral intraocular lens (iol) implant surgeries. He also reported going back to the surgeon one year postoperatively with the same concerns and was told the implants were fine. An MRI was performed by his family physician and no problems were noted. The consumer reported taking medication for the headaches. In the follow-up with the surgeon, he reported that the pt was nearsighted prior to surgery, the pt can see at distance, but did need glasses for near. The surgeon believed this was an issue with pt expectation and was not lens-related. The surgeon also reported that, during a postoperative visit in (B) (6) 2009, trace pco was noted which could be contributing to some of his symptoms. Since he has not seen the pt in eight months, he could only speculate. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/17/2010 and 03/02/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).